Manufacturer narrative:
K163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Problem statement: as reported to customer relations: "attempted to push stent through smaller channel fracturing catheter." As per information received from the district manager ¿tried to force stent down an endoscope channel that was too small and resulted in a kinked introducer.¿ additional information was also provided: what was the diameter of the stricture at the time of stent placement (in mm)? Diameter was 6 mm. What was the length of the stricture at the time of stent placement (in cm)? 5-6 cm long was the stent partially deployed when removed from the patient? Stent was partially deployed. Did the patient undergo chemotherapy or radiation treatments after stent placement? No chemo or radiation - surgery was performed. What is the reorder number of the wire guide used with this device? The wire guide used was g43266. If not, with the device in question, how was the procedure finished? We opened another metal stent and it deployed without any issues. What is the endoscope manufacturer and model number that was used during the procedure? Olympus therapeutic scope 2t160. Had dilation of the stricture been performed prior to stent placement? Dilation was not done or deemed necessary. What was the diameter of the stricture at the time of stent placement (in mm)? I am not sure the physician would be most accurate. What was the length of the stricture at the time of stent placement (in cm)? The physician is most qualified to give that information. Please describe the location in the body where the stent was to be placed. Colon was resistance encountered when advancing the wire guide through the stricture? There was no resistance only at time of deployment. Was resistance encountered when advancing the introducer and stent into position? Yes please estimate amount of time the stent was in place prior to this occurrence. N/a document review: the evo-25-30-10-c device was not returned for evaluation. With the information provided a document based investigation was carried out. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Root cause: based on the information provided, the root cause of this event is user error. As per information received from the district manager ¿tried to force stent down an endoscope channel that was too small and resulted in a kinked introducer.¿ the instructions for use precautions section which accompanies the evolution colonic devices states to refer to the product package label for the minimum channel size required for the device. As per the product label attached to the device the channel size that was recommended was 3.7mm. Document review: prior to distribution all evo-25-30-10-c devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It may be noted that no component review was required as this event was a result of user error and the attempt to force a stent down an endoscope channel that was too small which resulted in a kinked introducer. Upon review of complaints, this failure mode has not occurred previously with the lot number c1403468. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c1403468. Summary: there is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Based on the information provided, the root cause of this event is user error. As per information received from the district manager ¿tried to force stent down an endoscope channel that was too small and resulted in a kinked introducer.¿ as per the complaint form there were no adverse effects to the patient due to this occurrence. The patient did not require any additional procedure due to this occurrence. Another metal stent was opened and it deployed without any issues.

Event description:
"Attempted to push stent through smaller channel fracturing catheter."